Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's most recent blood glucose was 65 mg/dl at the time of call. The customer stated that the drive support cap was protruded. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the compromised force sensor system alarm due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received without a belt clip. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.